Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The service history for this serial number was investigated for similar complaint mode. No similar complaint mode was found in the service history. The customer reported failure and action has been taken under manufacturing corrective actions to address this error code.

Event description:
It was reported that the pulse oximeter has audio but is very quiet. The power-on tones all sound but they are very faint. The customer tried adjusting the alarm volume by holding down the alarm silence key, but the alarm volume stayed the same. There was no reported patient involvement. There is no report of death or serious injury associated with this event.